Event description:
It was reported, the pt experienced a reduction in the efficacy of therapy even at a high dosage of baclofen 1000 mcg/day. The healthcare provider increased the dosage without success. No further troubleshooting was performed. The pump and catheter were explanted with no plans to replace the system at the time. The pt was reported to be ok following the explant.

Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.